Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 29 mg/dl, 173 mg/dl, and 38 mg/dl. Customer was lethargic at the time these results were obtained. Customer's father treated him with juice or syrup. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A customer reported to (B)(4)-baxter that 8 minicaps were damaged due to the packaging style. No patient injury or medical intervention was reported. This report addresses product sample 7 of 8.